Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted in the cx. Cec adjudicated non-q wave mi( target vessel-cx)3rd udmi peri-pci. The sponsor assessed the event as possibly related to the device and not related to the anti platelets.

Manufacturer narrative:
Patient is a previous smoker with a history of hypertension, hyperlipidemia, history of peripheral vascular disease and chronic obstructive pulmonary disease. Index procedure was prompted by silent ischemia. During the index procedure two resolute onyx devices were implanted in the circumflex and right coronary artery. Clinical evaluation committee adjudicated a myocardial infarction event occurred in the circumflex twelve days prior to index procedure. Clinical evaluation committee also commented that there was a side branch occlusion of the circumflex. If information is provided in the future, a supplemental report will be issued.